Manufacturer narrative:
The following devices were also listed in this report: tritanium bplate triathlon s4; cat#5536b400; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to pain. Possible cause or contributor for pain not reported to the rep. A size 4 baseplate and 4x16 ps insert were revised to a size 4 universal baseplate with augments, a stem, and another insert. Rep may be able to obtain an x-ray and reported that further information would not be available.